Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment. Based upon the available information, the definitive root cause for this event is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. See scanned page.

Event description:
It was reported that during a CT scan for an unrelated procedure a detached limb was discovered to be embedded in the ivc wall; superior to the filter apex. There are no plans to retrieve the filter or the detached limb. There was no report patient injury.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Two images were received and reviewed. Based on the images provided, a detached meridian filter arm can be confirmed. Based upon the available information, the definitive root cause for this event is unknown.